Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/very low pelvis on either and sometimes in the middle") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included asthma, medullary sponge kidney, anxiety, uti, hematuria, appendectomy, renal disease, pregnancy (confirmation) and cervix uteri cancer. Previously administered products included for an unreported indication: cefuroxime axetil, ciprofloxacin, erythromycin, tagamet, pyridium, sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with cefuroxime axetil, ciprofloxacin, erythromycin, penicillin, pyridium, sulfa and tagamet. Concurrent conditions included kidney stones, fibromyalgia, menometrorrhagia and seasonal allergy. Concomitant products included duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), hydrochlorothiazide, loratadine (claritin), medroxyprogesterone (depo provera), omeprazole (prilosec), potassium chloride (klor-con), potassium citrate, ranitidine hydrochloride (zantac), salbutamol sulfate (albuterol sulfate) and seretide (advair). On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and asthenia ("lack of energy"). In october 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhea"). In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea / couldn't hold food down due to the immense pain"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping that made everyday life difficult/severe cramping that made everyday life difficult"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and rash ("minor rash / mild rash covering most of my body"). The patient was treated with vitamins and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on 25-may-2016. At the time of the report, the pelvic pain, fatigue, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia, nausea, vaginal discharge and asthenia outcome was unknown and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Per mr: insertion details: the essure catheter was then withdrawn 4 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, vaginal discharge, menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her demographic was updated. Her historical/concurrent condition and history of drug allergy was added. Essure removal date was updated. Essure indication was added. Concomitant medications were added. Following events: abnormal bleeding (vaginal/ menorrhagia)/ menorrhea; minor rash/mild rash covering most of my body; nausea/couldn't hold food down due to the immense pain; dysmenorrhea (cramping)/severe cramping that made everyday life difficult/severe cramping that made everyday life difficult; vaginal discharge; fatigue; lack of energy; pain: abdomen; pain: back and she did not undergo essure confirmation test were added. She had recovered from events: vaginal bleeding, cramping, rash and recovering from the events: pain: abdomen/back, fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/very low pelvis on either and sometimes in the middle") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C06463) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma, medullary sponge kidney, anxiety, uti, hematuria, appendectomy, renal disease, pregnancy (confirmation) and cervix uteri cancer. Previously administered products included for an unreported indication: cefuroxime axetil, ciprofloxacin, erythromycin, tagamet, pyridium, sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with cefuroxime axetil, ciprofloxacin, erythromycin, penicillin, pyridium, sulfa and tagamet. Concurrent conditions included kidney stones, fibromyalgia, menometrorrhagia and seasonal allergy. Concomitant products included duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair), hydrochlorothiazide, loratadine (claritin), medroxyprogesterone acetate (depo provera), omeprazole (prilosec), potassium chloride (klor-con), potassium citrate, ranitidine hydrochloride (zantac) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and asthenia ("lack of energy"). In (B)(6) 2014, the patient experienced rash ("minor rash / mild rash covering most of my body"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea / couldn't hold food down due to the immense pain"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping that made everyday life difficult/severe cramping that made everyday life difficult"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with cortisone acetate (cortison), vitamins nos and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia, nausea, vaginal discharge and asthenia outcome was unknown and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Per mr: insertion details: the essure catheter was then withdrawn 4 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, vaginal discharge, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/very low pelvis on either and sometimes in the middle") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C06463) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma, medullary sponge kidney, anxiety, uti, hematuria, appendectomy, renal disease, pregnancy (confirmation) and cervix uteri cancer. Previously administered products included for an unreported indication: cefuroxime axetil, ciprofloxacin, erythromycin, tagamet, pyridium, sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with cefuroxime axetil, ciprofloxacin, erythromycin, penicillin, pyridium, sulfa and tagamet. Concurrent conditions included kidney stones, fibromyalgia, menometrorrhagia and seasonal allergy. Concomitant products included duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair), hydrochlorothiazide, loratadine (claritin), medroxyprogesterone acetate (depo provera), omeprazole (prilosec), potassium chloride (klor-con), potassium citrate, ranitidine hydrochloride (zantac) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and asthenia ("lack of energy"). In (B)(6) 2014, the patient experienced rash ("minor rash / mild rash covering most of my body"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea / couldn't hold food down due to the immense pain"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping that made everyday life difficult/severe cramping that made everyday life difficult"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with cortisone acetate (cortison), vitamins and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia, nausea, vaginal discharge and asthenia outcome was unknown and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Per mr: insertion details: the essure catheter was then withdrawn 4 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, vaginal discharge, menorrhagia." Most recent follow-up information incorporated above includes: on 26-apr-2019: plaintiff fact sheet was received. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.